Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that the day following a ablation procedure involving a intellanav stablepoint open-irrigated catheter, the patient experienced acute pericarditis symptoms that required hospitalization. Diagnostic ultrasound/ echocardiogram/ tee /tte were performed. No corrective actions were performed.